Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however blood/body fluid was noted on all conductors (not obstructed), the lead was stretched and there was damage from implant. Full lead returned and analyzed.

Event description:
It was reported that the left ventricular lead prolapsed and dislodged from the coronary sinus during implant. The placement of another lead was not attempted. No patient complications were reported as a result of this event.